Event description:
(B)(6) / blood sugar over 500, 400 for over 12 hours and had to take insulin and changed pod and sugar have been hard to control for several months. Additional product details: insulet pod omni i1-6720.